Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer observed that saline fluid was not circulating or the temperature regulate when the quattro catheter (lot #145775) was connected to the start-up kit and thermogard ivtm system. Also, two ports on the catheter were not patent and without blood flow.the priming was fine without any incident. The catheter was inserted into the patient's right femoral. Treatment continued with another catheter and same thermogard console. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.